Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Log file was received and confirmed the low flow events. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported low flow event was confirmed via review of log files which revealed a decrease in power consumption starting (B)(6) 2018. Multiple low flow alarms were logged starting (B)(6) 2018. Additionally, it was reported that the pump was vibrating more than usual. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the most likely root cause of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, kinked outflow graft, suction or poor vad filling. Based on the available information and risk documentation, it is likely that factors such as thrombus contributed to imbalance of the impeller thus causing pump vibration. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the hospital with complaints of low flow. It was stated that the health care practitioner (hcp) texted the manufacturer representative to troubleshoot causes for low flow. Patient arrived to the emergency department (ed) after 3-hour drive from home. Pump parameters were speed 3400, flow 2.6, and power 6.3. Hcp stated that pump was having a sound like "a lamborghini to a beater pickup truck". It was stated that the patient was worked up in the ed for potential right heart failure and was admitted to the hospital. Further work up revealed potential for inflow occlusion of left ventricular assist device (lvad). Patient was started on inotropes and given bolus of tissue plasminogen activator (tpa) and started infusion. Initial flows improved to 4.6 and cardiac output (co) via pulmonary artery (pa) catheter was 9l. On the morning of the (B)(6) 2018 hcp reported that the patient had been awake, laughing and talking and his flows suddenly dropped to 0.4l, heart rate (hr) 140, and blood pressure (bp) dropped. Patient was coded for an hour but could not be resuscitated. It was stated that the family refused autopsy and the pump would remain implanted. Peripheral equipment will not be returned as they were disposed of by the site. It was stated by the site that given pump parameters on admission and at the time of death it sounds like patient was experiencing thrombus of inflow or outflow graft. It was also stated that the patient could have had a hemorrhagic bleed when the tpa was started. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: to inital report event date. Correction: date mfg rec: 2018-01-25- to initial report aware date this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.